Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the healthcare provider (hcp) reported the pacer was not "out." The device was interrogated three times and the "cxs" were 11.3, 10.2, and 15, so "it was not out." Impedances were in the low 300-400 ohms range. At the last evaluation impedances were 495 ohms, cx was 10.2 and cycling was 3 seconds on/2 seconds off. There was no real exacerbation of symptoms. An upper endoscopy was done to evaluate pain and for gastric ulcer. Biopsies taken were negative for h. Pylori. The patient was to do proton pump inhibitor therapy for six weeks as well. Per the hcp, the patient has had the pain since they started seeing them when they were transferred from another doctor about 1.5 years prior. No further information was reported. A second follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 4300-35, serial# (B)(4), implanted: (B)(6) 1999, product type: lead. Product ID: 4300-35, serial# (B)(4), implanted: (B)(6) 1999, product type: lead. (B)(4).

Event description:
The patient reported that the "pacer was out for months" and no one would set it up and it was at factory settings, but the patient needed pretty high settings. The patient was on a liquid diet. Everything was hurting the patient's stomach. A doctor would not set the "pacer" up but a different doctor was fantastic and got it back working. It was not perfect yet but the patient's next appointment was on (B)(6) 2015, which would be her third doctor's appointment. It was also noted that something was wrong per the patient, but she did not know what the issue was. The patient was in and out of the hospital. The patient could not remember when this occurred. She did not remember things very well anymore. The patient was a firm believer in the enterra device. When it was set right it was fantastic and it would help. The patient's relevant medical history includes gastric stimulation and gastrointestinal/pelvic floor. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.